Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 18 g x 1.16 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract after use and had to be removed manually from the patient. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample was returned. A device history review was completed and showed no reject activity findings throughout the build of this lot that would impact upon the quality of the product. A visual/microscopic examination showed the needle was partially retracted into the safety barrel leaving the needle tip exposed. I was observed damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Conclusion: the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. ¿a quality improvement plan has completed to minimize damage to the grip at the plug load station. The grippers have been changed to gathering grippers that should minimize the chance of chipping to the grips from the machine.